Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed spi to motor pic communication error. The customer's blood glucose was 151 mg/dl at the time of call. The customer's mother reports the insulin pump started beeping and spi to motor pic communication error appeared and the insulin pump reset. The alarm occurs randomly during the day. The customers mother performed troubleshooting and found the alarm in history five times. The customer's current blood glucose level was 77 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor pic communication error alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.